Event description:
It was reported that the home patient (hp) felt overull during therapy on a homechoice (hc) device. The patient's drain volume (dv) equaled 4643ml and the largest prescribed fill volume (fv) equaled 2400ml. The technical service representative (tsr) checked the programming. The program was continuous cycling peritoneal dialysis (ccpd), the total volume equaled 10000ml, the fill volume (fv) equaled 2400ml, the last fill volume (lfv) equaled 0ml, the initial drain alarm equaled 0ml, and the initial dv equaled 75ml. The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, an internal and external inspection was performed and no issues were noted. The pneumatic system was analyzed and no problems were revealed. A short simulated therapy was successfully performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Upon conclusion of the investigation, the cause of the reported issue was determined to be insufficient drain, false empty detect and a use error of the initial drain alarm setting being inappropriately programmed. The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.